Event description:
The shunt was being placed into the carotid artery. Then, it migrated into the internal carotid artery. It was reported that the stabilization of the carotid shunt was the critical point of the procedure, but it seems that the physician did not have the time to stabilize it and because of the arterial flow, the carotid shunt started migrating. The physician managed to catch it just in time, so there was no reported injury to the pt.

Manufacturer narrative:
A lot sample has been returned for eval as the original sample was discarded at the user facility. The investigation is currently underway. The current info for use (IFU) states: warnings - assure that the shunts are properly stabilized in the artery or slippage may occur. Carefully read the instructions for use. Carotid bypass shunts are influenced by three significant factors: the size, configuration and disease state of the artery. The design and dimensions of the shunt. The stabilization technique to hold the shunt in place. Stabilization can be accomplished by many techniques, including vessel loops, umbilical-type tapes, heavy ligatures, tourniquets, or surgical clamps. Surgical clamps should be appropriate in size and design for the shunt chosen.